Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous right coronary artery. A 24 x 4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. During the attempt to remove the device, the stent did not pass through the guide catheter. When the physician attempted to remove the entire delivery system out of the patient, the stent dislodged inside the mid portion of the radial artery. An attempt to snare the stent failed and surgical removal was required. Another of the same device was used to complete the procedure. No further patient complications were reported and the patient was stable.